Manufacturer narrative:
(B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon inadvertently damaged the silicon casing on a pacemaker lead while using a plasmablade device. The surgeon was able to repair the lead casing. The functionality of the lead was not affected and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.